Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. Patient sample was collected on (B)(6) 2022. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2022 which resulted in sars-cov-2 positive. Sample was processed per the pi, this result was reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2 plus which results as sars-cov-2 negative. Sample was stored at room temp between tests. Sample was processed per the pi. This result was reported to the physician. Customer confirmed patient was not symptomatic for covid-19 at the time of testing, patient was screened in order to be discharged to an snf. Customer was not aware of any death, injury or deterioration in health related to the discrepancy. Testing was performed for screening purposes which is off-label. Review of the initial test result shows 2 of 3 targets detected with late CT. Target and spc amplification and epf appear normal. Review of repeat test shows normal spc. No evidence of product malfunction. Likely root cause is sample at or below the lod. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2 plus eua IFU; "positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2 plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results. Patient sample was collected on (B)(6) 2022. Sample was tested with xpert xpress cov-2 plus on (B)(6) 2022 which resulted in sars-cov-2 positive. Sample was processed per the pi, this result was reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2 plus which results as sars-cov-2 negative. Sample was stored at room temp between tests. Sample was processed per the pi. This result was reported to the physician. Customer confirmed patient was not symptomatic for covid-19 at the time of testing, patient was screened in order to be discharged to an snf. Customer was not aware of any death, injury or deterioration in health related to the discrepancy.